Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited elevated capture threshold. The patient complained of phrenic nerve stimulation and pocket pain. The lead was deactivated. The physician decided to explant the lead and a new lead was implanted. The patient was in stable condition post procedure.